Manufacturer narrative:
The issue originated from a study with incorrect patient orientation on all images. Merge healthcare was able to confirm that this was caused by a user entering incorrect data at the scanner/modality. The cadstrean user manual and reference guide describe the limitations of cadstream which caution diagnostic or other patient management decisions should not be based solely on the results of cadstream.

Event description:
Cadstream is intended to be used in the visualization, analysis, and reporting of magnetic resonance imaging (MRI) studies cadstream supports evaluation of dynamic mr data acquired during contrast administration. Cadstream performs other user selected processing functions (such as image registration, subtractions, measurements, 3d renderings, and reformats). On (B)(6) 2017, a radiology technologist contacted merge technical support for assistance with study processing. During troubleshooting it was discovered that the patient orientation had been incorrectly entered at the MRI scanner. Cadstream is unable to edit image dicom data. Per the customer's request, adjustments were made to reach a 'ready to read' status with the incorrect dicom reflected on all images. Due to study results having the potential to become part of the patients permanent record and records have the potential to impact a patient's treatment, there is a possibility for a misdiagnosis or mistreatment that could lead to harm. There is no indication that this issue as reported by the customer has resulted in any harm to a patient. (B)(4).